Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with lightheadedness and dizziness. The leadless implantable pulse generator (ipg) exhibited suspected loss of pacing and sensing. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.